Manufacturer narrative:
The peritonitis occurred on an unspecified date ¿4 months ago¿. (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The patient reported difficulty ¿to manipulate the cap without touching the sponge with the index finger and the minicap could be contaminated¿. The patient reported the minicap was not broken or misassembled. It was not reported if the patient was hospitalized for the peritonitis event. Treatment for the peritonitis was not reported. Action with pd therapy was not reported. At the time of this report, the patient outcome was not reported; however, the patient confirmed they have ¿no peritonitis in this moment¿. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined further follow up.